Event description:
Eye inflammation eye inflammation nos. Case description: spontaneous report us (146690): a physician reported 6 pts developed eye inflammation after cataract surgery with the use of healon, miochol, adrenalin and "bss." This pt developed a severe eye inflammation and was treated with high dose steroids. The physician commented that this woman may lose her cornea. No culture was done. Multiple attempts were made to obtain follow-up info; however, no other info was given. The healon cartridge was discarded and the lot numbers are unk. An in-house investigation was being done at the ambulatory facility.